Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the event front panel black screen, beeping alarm could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus the high flow insufflation unit front panel had a black screen and there was a beeping alarm. The reported issue occurred during preparation of use for a therapeutic laparoscopic cholecystectomy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.